Event description:
It is reported the product's packaging was unsealed and non-sterile product was exposed.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no reports of a pt being harmed as a result of this malfunction. At the time of this report, a return sample is expected but has not been received however, photographs were submitted for review. No additional pt event details have been provided to date. Should additional info become available, a follow-up report will be submitted. Note: there are two (2) cases associated with this product; therefore a separate FDA form 3500a has been generated to address the other case.